Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated via radiographs and the reported event was confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiolucency present at the bone cement interface of the tibial component that is consistent with loosening. Overall fit and alignment of the implants are appropriate. There are signs of osteopenia. There are no indications of subsidence, wear, subluxation, corrosion, osteolysis, or fracture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: bmet arcom ap pat; p/n: 11-150828, l/n: 947610, agc trad univ intlk fem 65: p/n: 155423, l/n: 154080. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.